Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leaked during the vitreoretinal procedure. Trocar plugs from a new pak were used to complete the procedure with no patient harm. A product sample has been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. A root cause of this customer's complaint cannot be determined as a sample was not returned for investigation. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. A non-safety medical device correction was completed implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available. (B)(4).